Event description:
The customer's mother reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 542 mg/dl. Troubleshooting was performed. The time was off by two hours because the customer was vacationing, so the customer's mother was assisting with correcting it. The prime test passed. The tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.